Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partially available. Upon further inspection, the fse found that the geometry pc software to be corrupted. The fse reloaded the software of the geometry pc. After reloaded the software, the system was returned to use in good working order. The codes are updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement was partially available. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed the geometry pc software to be corrupted. The fse reloaded the software of the geometry pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.